Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream too early and when pressure was released, did not automatically restart during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported issues were reproduced. Flow line testing was performed, and did not pass for downstream occlusion. The device did not restart when the alarm was cleared. The downstream sensor readings were found to be out of specification, and the sensor could not be calibrated. A review of the event history log revealed 'downstream occlusion' messages. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported conditions were verified. The cause of the conditions was determined to be the force sensor. The force sensor will require replacement to correct the issues. Should additional relevant information become available, a supplemental report will be submitted. .